Event description:
Medtronic received information via a phone call from the patient to medtronic technical services that 4 years post-implant of this bioprosthetic valve, this bioprosthetic valve was explanted for an unknown reason and replaced with a non-medtronic device. No further adverse patient effects were reported.

Manufacturer narrative:
Date of event: approximate date based on report of explant after 3 years. Explant date: approximate date based on report of explant after 3 years. Attempts to obtain additional information on this event have been made; all available information has been reported. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.